Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely while the user was handling the subject device, the device leaked, leading to fluid invasion on the scope connector. The fluid invasion caused malfunction of electronic components; as a result, the code error e315 occurred. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the error 315 (unsupported scope) message appeared on the colonovideoscope as it was plugged into the stack system. The issue occurred during inspection in preparation for use for an unspecified procedure that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirm the reported issue. Other evaluation findings are as follows: the light cover glasses is chipped; the light cover glasses adhesive is worn; the light transmission contamination is evident; the optical cover glass is scratched; the optical cover glass adhesive is worn; the distal end cap is damaged; the distal end adhesive is lifting; the control body grip is stained; the control body aspiration housing ring is worn; the control body air/water housing ring is worn; the light guide tube delamination is evident; the scope connector has water ingress; the image has a flare/streak; the up/down/left/right angle is not to specification; the up/down/left/right angle has play; and, the automated air is leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.